Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the reported system error. The hp stated that she did not remember much about the alarm but stated that there was no patient injury or medical intervention required. The hp was able to continue therapy without any issue. The hp stated that she does not have the supplies that she used that night and does not know the lot number. This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 6. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine. The hp stated that the supply bag fell off and disconnected. The hp would complete therapy with manual set up. The no patient injury or medical intervention was indicated at the time of the initial report.